Manufacturer narrative:
The reservoir was received with approximately 80 units unknown liquid in the reservoir. No damage noted on the reservoir.

Event description:
Medtronic legal received information regarding the customer's motor vehicle accident from the attorney of the family. The information received on 05/03/2017 stated the following - reporter alleges: in (B)(6), the customer was in a motor vehicle accident due to a hypoglycemic event that was not picked up by the glucose monitor. The customer went unconscious and his car set on fire. The customer was flown to a burn unit where he spent three weeks. Troubleshooting was not performed on the insulin pump. The insulin pump will not be returned for analysis.